Event description:
The customer reported that the processor panel light was not lit and there was no signal on the screen, during set-up involving an olympus xenon light source. Processor panel light that did not light up, does not indicate an MDR reportable event. The customer suspected no probable cause of the reportable, no signal on the screen. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.